Event description:
Case description: investigation results: name: novopen4, batch number: vug0513 visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The plunger was normal. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. The product was found to be normal. During examination/test of the product it was not possible to detect any irregularities. Use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur. Finally, priming to expel air must always be performed before each injection, as stated in the package leaflet. Name: novorapid, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: levemir, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the following has been updated: -investigation results updated. -narrative updated accordingly. -manufacturer's comment updated manufacturer's comment: 02-may-2019: since no faults were found on the returned device (novopen 4) and only very limited information regarding the patient's handling of suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in argus case (B)(4) continued: evaluation summary name: novopen 4, batch number: vug0513 visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The plunger was normal. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. The product was found to be normal. During examination/test of the product it was not possible to detect any irregularities. Use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur. Finally, priming to expel air must always be performed before each injection, as stated in the package leaflet.

Event description:
High blood sugar levels of 30 [blood glucose increased], novopen 4 is not working,dial up the pen plunger goes down no insulin would out, don't feel resistance [device failure]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "high blood sugar levels of 30" with an unspecified onset date, "novopen 4 is not working,dial up the pen plunger goes down no insulin would out, don't feel resistance" with an unspecified onset date, and concerned a (B)(6) male patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus", novorapid (insulin aspart) from unknown start date due to "type 1 diabetes mellitus" (dose and frequency 18 units) and levemir penfill (insulin detemir) from unknown start date due to "type 1 diabetes mellitus" (dose and frequency 25 units). Patient's height, weight and body mass index were not reported. Medical history included type 1 diabetes mellitus (duration not reported). On an unknown date, the patient started using novopen 4. On an unspecified date, patient's novopen 4 was not working and nothing came out. And this has caused high blood sugar levels of 30 (units not reported) in the patient. It was reported that the novopen 4 did not work. It was reported that the patient would dial up the pen, inject the insulin the plunger would go down and no insulin came out. This happened at least 10 times. The patient didn't feel resistance with the novopen 4. Batch number of novopen 4 was reported. Action taken to novopen 4 was not reported. Action taken to novorapid was not reported. Action taken to levemir penfill was not reported. The outcome for the event "high blood sugar levels of 30" was unknown. The outcome for the event "novopen 4 is not working,dial up the pen plunger goes down no insulin would out, don't feel resistance" was not reported.